Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
It was reported, an olympus scope with poor reprocessing was used on a patient. It is unknown when issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the scope was cleaned while center plug of yellow connector in reprocessing basin of oer-pro was missing, leading to the event. However, the root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) sections which state: user can detect/prevent the suggested event by following IFU of oer-pro below, which is for the related complaint (B)(4). Chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.